Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test or confirm missing segments/partial display due to blank display. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had flashing white screen. Customer stated that they did not report pump screen flashing when screen was turned on after being in sleep mode and pump was knocked into the pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.